Event description:
This event/problem, was first brought to our attention on (B)(4) 2010, by (B)(6) of (B)(6). The scanner on the slim e30 co2 laser, used for skin resurfacing, stopped scanning and the pt received an induced ablation spot of about 300 microns in diameter on the upper lip. The exposure time was estimated to be about 2.5 ms. When the scanner stopped, the scanner alarm was activated and the laser was rendered inoperable. A service tech investigated the problem. He was able to duplicate the problem. As a corrective action, he disconnected and inspected all connectors (internal and external) related to the scanner. Observed no visible sign of failure or damage and reconnected all connectors. Tested laser in user mode for 1.5 hours. Could not duplicate the problem. (B)(6), quality mgr at (B)(6), was contacted on (B)(4) 2010 ((B)(6)). She stated "there was no permanent harm to the pt and the spot healed well. No further intervention was planned. They did not report the incident to the FDA because there was no permanent injury to the pt and considered the case closed."

Manufacturer narrative:
(B)(4). First incident report of this problem. Conclusion after investigation: isolated malfunction. (B)(4).